Manufacturer narrative:
The investigation noted that the only post-dialysis patient samples were affected and the patient samples were taken from the dialysis line. The investigation determined that the event was consistent with a sample quality issue (hemodynamic changes resulting from insufficient waiting time for blood collection post-dialysis). The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable total protein, creatinine, calcium, and phosphorous results from multiple post-dialysis patient samples tested on the cobas 6000 c501 module. The reporter was able to provide the following patient samples with discrepant results: patient sample 1 total protein the initial result was 0.2 g/dl. The repeat result was 9.1 g/dl. Creatinine the initial result was 0.02 mg/dl. The repeat result was 6.8 mg/dl calcium the initial result was 0.4 mg/dl. The repeat result was 10.1 mg/dl. Phosphorus the initial result was 0.5 mg/dl. The repeat result was 3.1 mg/dl. Patient sample 2 creatinine the initial result was 0.22 mg/dl. The repeat result was 5.61 mg/dl. Patient sample 3 creatinine the initial result was 0.16 mg/dl. The repeat result was 5.15 mg/dl. The repeat results were comparable with the patients' previous results.